Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. By the analysis of the history log files it could be detected some interruptions of the infusion therapy. All interruptions were triggered by user without any alarms. During the visual investigation the device showed soiled. The p2 connector were damages by liquid and on the housing of the battery pack residues of dried liquid could be detected. During the functional investigation it was possible to bring the pump in operation. All alarm possibilities were checked several times. It was possible to recognized all alarms with visual signs (lighting led) and acoustical (alarm sound). Further the staff call was checked. No malfunction could be detected. During an inside investigation a damage of the claw mechcanism could be detected. Further the backside of the p2 connector and the contacts of the keyboard were damaged by liquid too. The complaint could not be confirmed. The reported malfunction could not be reproduced. All alarms which was created during investigation occurred reliable. The found damages were created by wrong handling. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (information provided by bbm sales organization in ireland): "syringe driver stopped & no alarms heard" customer information: 40ml of vasopressin was being infused at a rate of 6ml/hr. It was noted that the syringe driver stopped working with no alarms heard